Event description:
It was reported that t:slim x2 pump battery would not charge and customer saw a power source alert before issue began. There was no reported impact to the customer¿s blood glucose level. Issue resolved on its own when pump began charging again, there was no pump shutdown or loss of function, customer did not change charging supplies, and no further assistance was required from technical support.